Event description:
Upon broaching femoral canal, starting with custom sharp 8 broach followed by a 9 custom sharp broach we noticed tip of broach was broken and left in femur.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of the tip of the broach being fractured. The returned device was forwarded to metallurgy for analysis the investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.